Manufacturer narrative:
B2 - other serious or important medical events - this is being reported as a serious injury (retained foreign object) due to the fractured tip of two drivers being left in the lock screw implanted in the patient. H3 device evaluation- the second handle was not returned and the lot number is unknown. No conclusions can be drawn regarding root cause. This report is number 4 of 4 mdrs filed for the same event (reference 3005739886-2024-00001 / 00004).

Event description:
It was reported that a l4-l5 posterior lumbar fusion was performed on (B)(6) 2023, utilizing the reform pedicle screw system. In the final step, the doctor retrieved the standard torque handle, offset ratcheting torque handle (39-ch-0008) with the standard shaft, t25, lock-screw torque driver, reform (39-rd-0060). The initial l4/left side screw was (39-sb-6545) along with a modular polyaxial tulip assembly (64-mt-0403) was solidly placed in the pedicle. After the left side screw was placed (39-sb-6550), a 40mm rod (63-lt-5040) was place in the tulip. Set screws (39-ls-0100) were then placed down the l4 tulip until force was initiated that would result in the force limit on the torque limiting handle to release. Upon making the final forced turn, the shaft sheared off with complete tip remaining in the set screw. The handle/shaft combo was then exchanged from a back-up tray. Again, force was used on the set screw with the same result, complete shearing of the tip. With both tips determined to be "cold welded", as many retrieval efforts were unsuccessful, the tips remained in each tulip and the surgeon completed the procedure. The two (2) final set screws on the right side functioned correctly. There was a twenty-minute (20) delay to the procedure as a result of the reported malfunctions.